Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section: h6: evaluation codes; section h10: narrative text. The esheath was not returned to edwards lifesciences for evaluation. Without the device visual inspection, functional testing and dimensional analysis could not be performed. No relevant photographs or case imagery was provided for review. Device history review (DHR) review could not be performed as no work order / lot number was provided. Lot history review could not be performed as no work order / lot number was provided. Complaint history review revealed the event did not exceed the (B)(6)2019 control limit for the associated trend category. Per IFU in regard to the commander delivery system: completely unflex the delivery system, retract the loader and remove the delivery system and the loader from the sheath. Failure to utilize this technique may result in sheath or balloon damage and may result in vessel damage. Completely unflex the delivery system prior to removal to minimize risk of vascular injury. Expect resistance when pulling the entire delivery system through sheath. Remove delivery system at neutral or negative pressure. Do not remove at extreme negative pressure. If there is difficulty removing the delivery system balloon into the tip of the sheath, push delivery system forward, slightly inflate and deflate the balloon in a straight section, rotate, and attempt removal again. Repeat as necessary. Do not force. Once part of balloon is inside sheath, ensure again all residual fluid is removed before completely pulling out. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspection under magnification. The esheath final assembly undergoes multiple 100% visual inspections by both manufacturing and quality. Additionally, after sterilization, the sheath was tested and inspected on a sampling basis during product verification (pv) testing. All samples passed pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. In this case, the complaint was not able to be confirmed since the device was not returned and relevant imagery was not provided for review. As reported, ¿upon withdrawal of the ultra delivery system, there was withdrawal difficulties and the distal tip of the delivery system separated.¿ the delivery system withdrawal difficulty likely caused damaged to the sheath tip due to excessive device manipulation. Per training manual, ¿do not remove at extreme negative pressure¿, and ¿if difficulty removing the delivery system balloon into the tip of the sheath, push delivery system forward, slightly inflate and deflate the balloon in a straight section, rotate, and attempt removal again. Repeat as necessary. Do not force.¿ although the exact cause of the event cannot be confirmed, available information suggests procedural factors (excessive device manipulation following the delivery system balloon burst) may have contributed to the liner delamination. Since no product non-conformances or IFU/training manual deficiencies were identified and review of complaint history revealed that the complaint rate did not exceed the november 2019 control limit for the relevant trend category, no corrective or preventative actions are required at this time.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report represents the sheath used in this case. Please reference related manufacturer report number 2015691-2019-03986. The investigation is ongoing.

Event description:
Upon esheath removal, the liner delaminated and the radiopaque marker was intact within the sheath. During valve deployment of a 26 mm ultra valve in the aortic position, the ultra delivery system balloon bust at full deployment. The valve was in good position and did not require any post dilation. Upon withdrawal of the ultra delivery system, there was withdrawal difficulties and the distal tip of the delivery system separated. A snare was used to successfully remove the distal tip and there were no balloon pieces missing. There was no major bleeding or any injury to the patient. The esheath had a liner delamination and the radiopaque marker was intact within the sheath. The patient was stable post tavr. No bav was used. During valve deployment, nominal inflation volume was used and the delivery system balloon was slowly inflated. The cause of the burst was related to moderate calcium on the stj. The withdrawal difficulties and damage to the esheath were related to the burst balloon material.